Event description:
During pt support, the bvs console switched into battery even though it was plugged in. The pt was switched to a back-up console with no problems. Field svc examined the console and found the problem related to the relay. It was replaced and there have been no further problems. The relay was examined and it was determined that the relay pins involved were contacts for the "battery on" indicator and therefore, it gave a false display status only. The console would have continued to support the pt correctly.